Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that buttons are sticky and enter button had damage. The customer also stated that insulin pump had random unexplained no delivery alerts and diminished battery life. The customer also stated that insulin pump received motor errors and battery cap area is worn down and stripped. The customer stated that the pump had shut off on her randomly. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot noted. Device passed the displacement test, basic occlusion test and occlusion test. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to priming anomaly. No motor error alarm noted. The motor was tested outside the device and passed. Device passed self test. No display anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.(B)(4).